Event description:
It was reported that the balloon did not inflate during use. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and 3 three-way stop cocks were returned for evaluation. No packaging or introducer was returned. The balloon inflated but failed to maintain its inflation due to an interlumen leakage in the catheter body around the catheter tip between the balloon inflation lumen and the optical fiber lumen. Leakage was noted from optical module connector when the balloon was inflated. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from the balloon, catheter body, and returned syringe. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at magnification 20x and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.